Manufacturer narrative:
Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. DHR review conducted and found to be complete and accurate. Sample review not possible because no sample available. Trend data reviewed and no adverse trend observed.

Event description:
It was reported that in february the end user experienced burning and redness on the skin under the tape border of the 14704 skin barrier. He went to the doctor who prescribed nystatin powder to use under the tape border. It did not clear up completely so the doctor prescribed steroid pills and cream. The end user also cut the tape border off the barrier. This cleared things up. The burning and redness returned when he stopped cutting off the tape border.